Event description:
It was reported that the patient¿s neurosurgeon called him because his stimulator ¿was not really doing what it should.¿ additional information received reported that the patient had a deep brain stimulator (dbs) for pain control prior to his first pump. The dbs was removed when the first pump was placed. There was no further information reported. See manufacturer report # 3007566237-2013-01894 for one of the patient¿s pumps.

Manufacturer narrative:
Concomitant products: product ID 7496-51, serial # (B)(4), product type extension. (B)(4).